Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation causing full body hives and itching had occurred while wearing the pod between 1 and 4 hours. Patient visited her dermatologist and was prescribed clobetasol propionate ointment. Additionally, she states she frequently has irritation to adhesives, even on band aids, so this is not abnormal for her. The pod has been discarded.